Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the keyboard had failed. A field service engineer (fse) replaced the keyboard and checked the components. Test functions were performed, and the device operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es keyboard was failed and have to turn the machine on and off multiple times to resolve it. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.